Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed red dots under the back therapy electrode of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient reports that they are in a rehab facility. There is no indication that the lifevest caused or contributed to the facility placement. The patient reported using fenistil ointment for the skin irritation. It is unclear if the patient's physician prescribed the ointment. Reporting out of the abundance of caution. Follow up indicated that the ointment helped the skin irritation to improve.